Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va0lzzk, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0lzzk, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that during a replacement procedure impedances were tested and high impedances were found bilaterally. The surgeon tried to wipe the extensions on both ends, but this did not resolve the issue. He decided to leave the system as is rather than manipulating it further. High impedances were found between c/0, c/3, c/8, 0/1, 0/2, 0/3, 8/9, 8/10, and 8/11. The issue was not resolved at the time of this report.